Event description:
It was reported that the subject is enrolled in the (B)(6) study. The subject underwent a revision of their primary stryker knee system, on (B)(6) 2012 due to aseptic failure of the knee.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #unk, lot #unk description: unknown stryker femoral component. Cat #unk, lot #unk description: unknown femoral component. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.